Manufacturer narrative:
Assessment by merz: the reported events occurred in a compatible local relationship. Onset date of the events was 1.5 years after the injection which is a very long latency. Product distribution issue, injection site induration and injection site oedema are expected based on currently valid EU MDR IFU of radiesse. Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse with injection into the cheek is not approved based on currently valid EU MDR IFU of radiesse. Possible confounding factor includes concomitant injection with belotero volume. Strong confounding factor includes a long latency as the approximate duration of radiesse is a year. Nevertheless, a contributory role of radiesse cannot be excluded with certainty. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. The information provided suggests that the reported findings occurred after a prolonged symptom-free interval and are not consistent with the expected temporal pattern of adverse reactions related to dermal filler injections, which are typically observed shortly after treatment. There was no confirmation of infection, and no medically significant outcomes were reported that would indicate that the reported events resulted in permanent impairment or required medical intervention to prevent permanent damage. Additionally, the events were not reported as life-threatening and did not require hospitalization; therefore, based on the information provided, the reported events were classified as non-serious. Merz causality re-assessment due to follow-up information received on (B)(6) 2026: the case was upgraded to serious. The event granuloma/nodules was added. The event term cord-like/nodules was changed to cord-like and the coding remained unchanged. The added event occurred in a compatible local relationship. Event onset date was approximately 19 months following injection which is a long latency but possible. Injection site nodule (serious) is expected based on currently valid EU MDR IFU of radiesse, and can occur after treatment with radiesse. An additional possible confounding factor includes the patient's past aesthetic treatments with botulinum toxin into the forehead, glabella and crows feet and revive. Nevertheless, a contributory role of radiesse cannot be excluded with certainty. In this case, the reported granuloma was not histologically confirmed, however, the patient received comprehensive treatment with a non-resolved outcome. According to the reporter, the event injection site nodule (serious) was of severe intensity, permanent, and treatment was necessary to prevent a permanent damage. Causality for the added event is assessed as possibly related to treatment with radiesse based on compatible local and possible temporal relationship. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case is upgraded to serious with the serious event injection site nodule because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this case was linked with case number (B)(4), referring to the same patient. This spontaneous report was received from a german physician and concerns a female patient. She was injected with radiesse into the cheek, in (B)(6) 2024. Radiesse was diluted in a 1:2 ratio (product preparation issue, off label use of device). The patent was concomitantly injected with belotero volume, into the cheek/cheekbones, approximately 2 yeas prior to this report. Radiesse and belotero volume were injected atraumatically in 2026, about 2 weeks prior to this report, after the radiesse injection, the patient experienced hardening that formed on both sides below the cheekbones. It was a bilateral cord-like hardening lateral to the mylohyoid line (ml). At the time of this report, the nodules or hardenings were not painful. On the right side, a small fluid accumulation was also noted. The hardenings measured approximately 0.4 × 0.3 cm but on the right cheek, the hardening felt noticeably larger. In addition, three days prior to this report, there was an increase in size. Due to the provided information, the outcome of the event hardenings was considered as not resolved. The outcome of the events cord-like/nodules and fluid accumulation was unknown. Follow-up information was received on (B)(6) 2026: the case was upgraded to serious. The event granuloma/nodules was added. The event term cord-like/nodules was changed to cord-like and the coding remained unchanged. The patients date of birth, age, height (165 cm), and weight (61 kg) were provided. She was 40 years old at the time of the event. The patient was injected subcutaneously with a total of 1.5 ml of radiesse, for improvement of the skin quality. She was injected with 2.25 ml into 1 injection site per side and the injection technique was cannula. The patient was concomitantly injected with 0.5 ml of belotero volume, for cheek augmentation. Past aesthetic treatments included botulinum toxin into the forehead, glabella and crows feet and revive in (B)(6) 2025, without adverse events. Concomitant medication included l-thyrox 75. Medical history included hypothyroidism. Allergies and surgical interventions were reported as none. The patient had a history of pregnancy and was breastfeeding at the time of the report. The patient's child was 6 months old at the time of the report. On (B)(6) 2026, the patient experienced a granuloma. The granuloma was not histologically confirmed. The size of the nodules was diffuse with 3 x 2 cm on the left, and 1 cm on the right side. New nodules appeared on the left side every 3 to 4 days. Corrective treatment included one hyaluronidase injection (300 units in 2 ml of saline solution), and an injection of a small dose of triamcinolone/volon a, with no improvement. The therapy was adjusted weekly. The patient was not hospitalized and the treatment was necessary to prevent a permanent damage. Relevant tests included magnetic resonance imaging (MRI), which showed extensive spread of the reactive tissue in both cheek areas, located subcutaneously. The outcome of the events hardening, cord-like, and fluid accumulation remained unchanged. Due to the provided information, the outcome of the event granuloma/nodules was considered as not resolved (reported as unknown). In the opinion of the reporter, the event granuloma/nodules was of severe intensity, permanent, not life-threatening, did not lead to a newly diagnosed chronic disease and was related to both radiesse and the injection technique.